Event description:
It was reported that during a ukr procedure, the handpiece was new and came out of the first sterilization with the cable falling apart. Procedure was changed to manual.

Manufacturer narrative:
The navio handpiece, used in treatment, was return for evaluation. The new navio handpiece came out of its first sterilization with the cable falling apart during a procedure on (B)(6) 2019. The initial visual/functional investigation confirmed the reported event. The cord was ripped all the way around, exposing the shielding. The nature of the damage indicates that the cable was most likely pinched under heavy equipment (or table or cart) or cut by a sharp object. Since this handpiece was new and had only gone through its first sterilization before it was damaged, it was likely cut during sterilization. A device history record review found no conditions which could contribute to the reported event and the device met all specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system for unicondylar knee replacement and patellofemoral arthroplasty user's manual released at the time of the complaint provides instructions on proper cleaning process for navio handpiece. This failure is captured in the navio risk profile. The root cause of this issue was found to be due to user error.